Manufacturer narrative:
Initial reporter¿s job title is biomedical technician. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Root cause cannot be determined, but possible cause may be as follows. · since the forceps channel leak has been damaged in the forceps channel, it is possible that the trephination occurred due to the application of external forces due to handling of treatment devices, etc., resulting in the phenomenon. · injuries to the operation site may have occurred due to external forces or handling by chemicals, because fine scratches and discoloration have been observed. The instructions for use, provided with shipment of the device, includes the following statements: · peeling of the coating / faded marking at the insertion site of bf insertion tube. Important information ¿ please read before use ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged.

Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. Upon inspection and testing it was observed that the device insertion tube had cuts and scratches, as well as discoloration from chemicals. The bending section has a trace of fluid invasion. The user¿s complaint was confirmed. Other incidental observations were, forceps passage had a leak, light guide tube boot has some damage, and distal end control body and some scratches. Wear and tear was observed on the device.

Event description:
As reported for this event, during reprocessing the device was observed to have a leak. There is no patient involvement and no harm or adverse impact reported to any patient.